Manufacturer narrative:
The customer complaint could not be confirmed because the affected product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The report suggests that on the 6th day of use, a leakage was observed from a crack in the needle-free valve. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.